Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for routine follow up, noise was observed on the rv lead. Physician elected not to make any programming changes and patient will continue to be monitored.